Event description:
It was reported that the customer had an issue with her sensor. Customer stated that part of the sensor broke. Medtronic representative reviewed the area but could not determine if it was a cannula break or probe break. Medtronic representative will call customer and follow up. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.